Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure (batch no. C55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine fibroid, uterine enlargement, uterine leiomyoma and hirsutism. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6) 2015, the patient experienced back pain ("back pain/severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/ abnormal heavy menstarual bleeding/prolonged menses"), alopecia ("hair loss/hair loss"), migraine ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anaemia ("anemia/other injury(ies) or complication(s) please describe: anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, weight increased, alopecia, anaemia, vaginal haemorrhage, migraine, abdominal distension and abdominal pain lower outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, pelvic pain, abdominal pain, menorrhagia, psych injury, migration, weight gain, hair loss. Discrepancy noted in essure removal information. In previous followed it was reported that hysterectomy was done on (B)(6) 2019. Hence removal taken as "yes". But as per current follow up plaintiff reported that removal was scheduled in 2019. There were noted to be 8 trailing coils after deployment, other side 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: not pregnant. Ultrasound scan vagina - on (B)(6) 2018: the patient reportedly has essure devices that are possibly visualized although poorly seen on this examination. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs and mr received. Events per pfs: vaginal bleeding, migraine, bloating, lower abdominal pain, plaintiff did not undergo essure confirmation test were added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, psychological trauma, weight increased, alopecia and anaemia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain, pelvic pain, abdominal pain, menorrhagia, psych injury, migration, weight gain, hair loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain, pelvic pain, abdominal pain, menorrhagia, psych injury, migration, weight gain, hair loss" were added. Outcome of events " pain, bleeding" were updated as recovered. Patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure (batch no. C55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine fibroid, uterine enlargement, uterine leiomyoma and hirsutism. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6) 2015, the patient experienced back pain ("back pain/severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/abnormal heavy menstarual bleeding/prolonged menses"), alopecia ("hair loss/hair loss"), migraine ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), anaemia ("anemia/other injury(ies) or complication(s) please describe: anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2019 hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, weight increased, alopecia, anaemia, vaginal haemorrhage, migraine, abdominal distension and abdominal pain lower outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain, pelvic pain, abdominal pain, menorrhagia, psych injury, migration, weight gain, hair loss. Discrepancy noted in essure removal information. In previous followed it was reported that hysterectomy was done on (B)(6) 2019. Hence removal taken as "yes". But as per current follow up plaintiff reported that removal was scheduled in 2019. There were noted to be 8 trailing coils after deployment, other side 5 coils diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: not pregnant. Ultrasound scan vagina - on (B)(6) 2018: the patient reportedly has essure devices that are possibly visualized although poorly seen on this examination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.